Manufacturer narrative:
The astral device data logs were returned to resmed for an engineering investigation. Review of the device data logs revealed the occurrence of a battery communications lost alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the battery communications lost alarm was a software issue and the root cause of the failed internal self-test was contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a pneumatic block failure. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.